Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, approximately one third filled easypump ii lt 270-135-s without packaging and one used, blue easypump carry pouch. The provided pump was subjected to a visual inspection. As-received condition the clamp clip was closed. The original wing cap was not handed over by the customer and a caresite luer access device was connected to the patient connector. After opening the big white top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone). In addition we detected crystallized drug residues at the patient connector respectively at the caresite luer access device. Moreover we detected a crack in the li-cone of the filling port. Afterwards the sample was subjected to a functional test respectively a leak test was carried out (without adding solution). After starting the pump (opening the clamp clip) and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is blocked, therefore the sample is not in accordance with our requirements. However, flow rate issue, blockage due to crystallization and crack at filling port is a known error pattern and corrective and preventive actions are in progress / have been implemented.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): there wasn't complete emptying of the device. On the day of withdrawal found a part quantity of the medication within of the pump.